Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and vomiting during a bath. The blood glucose reading was 576 mg/dl. The customer stated that she thought the insulin pump was trying to kill her, observing that this was the third time she had woken up with blood glucose readings of over 500 mg/dl. She also noted that she was "borderline diabetic ketoacidosis" but was trying to avoid going to the hospital because she said she usually felt sicker after leaving the hospital. Nothing further reported.